Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported upon removal a tampon fell apart. She manually removed the tampon pieces. She was unsure if pieces remained so she visited her obgyn. Her obgyn removed one small piece of tampon that was lodged near her cervix. She was confident the doctor removed all the tampon pieces, she was feeling well and had no plans to seek further medical assistance.